Event description:
This unsolicited case from united states was received on 16-nov-2017 from a healthcare professional. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had inflammation and severe pain. No medical history, concomitant medication, past drugs or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose and indication: unknown) in the unspecified knee. On an unknown date in (B)(6) 2017, after unknown latency the patient had inflammation and severe pain. Corrective treatment: oral steroid for both the events. Outcome: unknown for both the events. Seriousness criteria: required intervention for both. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 14-mar-2018. Global ptc number and ptc results were added.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a healthcare professional. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had inflammation and severe pain. No medical history, concomitant medication, past drugs or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose and indication: unknown) in the unspecified knee. On an unknown date in (B)(6) 2017, after unknown latency the patient had inflammation and severe pain. Corrective treatment: oral steroid for both the events. Outcome: unknown for both the events. Seriousness criteria: required intervention for both. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.